Manufacturer narrative:
The surgeon removed the loose locking screw and replaced it with a new locking screw, without incident. To date, the patient is doing fine. The locking screw was discarded by the surgeon and no lot number was provided; therefore no investigation can be conducted.

Event description:
A doctor alleged that a proximal locking screw for a precice nail came loose approximately one (1) month after implantation.